Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2024 (B)(4) (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they felt like the device was not working at all and their symptoms were still the same or even worse as before they got it. Patient stated that they were not getting symptom control and that was the problem. Patient mentioned that they had made some adjustments to their therapy and it seems to not be moving at all so they felt no sensation from it at this time. Reviewed therapy information and general programming guidance. Patient requested a call from their manufacturing representative (rep). Emailed rep. Redirected to healthcare provider (hcp) to further address issue. On 2024-nov-05, additional information was received from the hcp. They stated that there was a device migration. The issue was not caused by normal battery depletion. The cause of the device not working was not determined. As resolution, reprogramming was done. The issue has not yet been resolved. The cause of the patient not feeling sensation was a fall. As resolution, revision was mentioned.